Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that the patient has been having trouble charging at home, and that their implantable neurostimulator (ins) depleted. The position of the ins in the patient¿s pocket is a potential factor causing this issue. The rep supervised a charging session with the patient, and noted that the ins is very positional. They mentioned that it is difficult to consistently get more than 6 coupling bars. The patient¿s physician is aware of the issue, and may consider repositioning the ins to make charging easier. No patient symptoms were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.